Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information for resetting the pump, assisted the customer with the reset, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer understood and acknowledged.